Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. The device history record (DHR) was reviewed and no anomalies related to the reported failure was observed. Failure analysis: the xenon lightsource was received in used condition. Evaluation of the unit identified that the fan was malfunctioning. The fan error came on but the fans were still running. Evaluation also identified that the control board, fuses, lamp, and power supply unit required replacement. The aforementioned parts were replaced. Evaluation and function tests were performed and unit passed all tests. Root cause analysis: the reported complaint was confirmed. The issue of this xenon lightsource producing a burning smell was most likely due to a malfunctioning fan. This was most likely due to routine use and wear. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
A facility reported that mlx 300w xenon lightsource (00mlx) had a burning smell and shows fan failure on display. It is unknown under what circumstance this event occurred; however, no patient injury, death or surgical delay was reported.